Event description:
Patient did not sustain any harm or injury. The ECMO [extracorporeal membrane oxygenation] program has several clear-primed pumps ready to deploy ecpr [extracorporeal cardiopulmonary resuscitation] at any time for neonatal and pediatric patients. The pumps are checked daily, just like code carts, to ensure everything is ready per protocol. ECMO core team member was doing pump safety checks at the start of shift. Upon checking the raceway tubing in the roller pump, rn noticed a difference with pliability and durometer of tubing. Rn investigated further and determined that the tubing pack from the company had been constructed incorrectly to include regular 3/8-inch thin-walled tubing rather than super tygon tubing, which is necessary for the prevention of raceway rupture, which can be catastrophic. The ecpr pager went off at 2217 that evening, soon after rn had noticed this error. Therefore, rn and ECMO team used the other pump on deck from the nicu [neonatal intensive care unit] until they could swap out the proper tubing. The patient that ended up going on ECMO was flowing at higher rpms [revolutions per minute] which would have been detrimental with the incorrect raceway tubing in-line. No patient harm occurred as the manufacturing issue was caught prior to the pump being used for a patient. Had this manufacturing error not been caught, the raceway tubing most likely would have ruptured during or soon after the surgical procedure, resulting in the patient being clamped off ECMO for troubleshooting, which would lead to cardiopulmonary compromise and/or arrest.